Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify this report.(B)(4): device still implanted.

Event description:
As reported to coloplast though not verified, on or about (B)(6) 2008 patient implanted with novasilk mesh and a competitor product. Later patient experiencedinfection, pain, and urinary problems. Patient underwent surgical procedure to have product removed and will likely undergo additional corrective procedures and/or medical treatment.